Event description:
Consumer reported via e-mail that upon removal of a tampon, the string separated from the pledget. The pledget was removed from her vaginal cavity in the emergency room. She experienced a headache and nausea and was prescribed an unknown antibiotic. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.